Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported break. It was reported that post deployment, the stent was noted to be broken. Factors that may contribute to a stent break include, but are not limited to, inflation above rbp, interaction with challenging anatomy / accessory devices, manipulation against resistance, or material properties. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported break. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
N/a.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion in the left circumflex coronary artery with moderate calcification, mild tortuosity and 85% stenosis. Pre-dilation was performed with an unspecified 2.50x12mm balloon. A 3.0x38mm xience alpine stent was implanted. Post dilation was performed with an unspecified 3.0x15mm non-compliant balloon which was inflated to 16 atmospheres. An optical coherence tomography (oct) assessment revealed the proximal strut was fractured and the stent elongated by 2-3mm. A 3x23mm xience alpine stent was used to treat the fractured and elongated stent however, the stent also fractured in the same area, as confirmed by oct imaging. There were no adverse patient sequela. No additional information was provided.